Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons of insulin pump was not always respond and had to press three times. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that battery life was diminished and insulin pump rewind slower. Customer also reported that back light did not work. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted. Device passed operating currents, self-test, a21 error test, rewind test and displacement test. No low battery alarm or rewind anomaly noted. Device back light properly and no anomaly noted during testing. The reservoir tube lip was partially broken off but the test reservoir locked in place properly.